Event description:
It was reported following an angio-seal device was deployed to seal the arteriotomy site. The pt developed retroperitoneal bleeding requiring surgery (time unk). The physician stated there may have been more than one puncture into the artery. A predeployment angiogram was not performed.